Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Abbott technical support reviewed the session records from two day's prior to the patient's passing. There was no evidence of device malfunction. The device was performing as intended according to programming. Low pacing lead impedance, loss of capture, reduced r wave amplitude, were noted on the right ventricular lead, while reviewing the session record, but the cause is inconclusive as the lead and device were not returned for analysis. The physician indicated neither the lead or device, caused or contributed to the patient's passing. The cause of death was requested and not provided.

Event description:
Additional information was received indicating no allegation the event was due to the device as the device was performing as programmed.

Event description:
Additional information was received indicating the loss of capture, low pacing impedance, and the r-wave amplitude variation were address by reprogramming to a unipolar configuration. The patient passed away at home and the device will not be returned for analysis. The physician do not believe the device caused or contributed to the patient's death as it was functioning as programmed when the patient left the clinic. Additional information as to cause of death was requested and is not available.

Event description:
Related manufacturer report number 2017865-2021-37615. During an in-clinic follow-up, the device was tested in unipolar mode and no electrical anomalies were seen. Then, the physician found out the patient had passed away approximately three days after. Abbott technical support reviewed session records from prior to the patient's death and loss of capture, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead and device. It is unknown if the death of the patient was related to the rv lead and/or the device; however, the physician does not believe any abbott devices caused or contributed to the patient's death.